Event description:
I asked for my tubes to be tied and burnt on (B)(6) 2020 after the birth of my 3rd child. I did not know my dr put these metal devices in me until I started feeling severe pain and heavy bleeding and I did not know why. When I went to the emergency room (B)(6) 2021, and they could not figure out why I was in pain . I went to my obgyn on (B)(6) 2022 and she told me it was the clamps causing pain. When I asked her what clamps, she then told me I had the filshie clamps on my tubes. I was very confused. She told me that pain medication would not help me with the pain and that she suggested I removed my tubes or get the clamps removed. Til this day the clamps are still in me and I am still in pain due to the filshie clamps. FDA safety report ID# (B)(4).